Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip in (B)(6) 2011 and recently complained of pain. A bone scan showed that the cup was loose and it was revised. There was evidence of black staining in the head and around the neck of the implant.